Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. Corrected: a3 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records included in the legal documentation were reviewed by a health care professional. The review identified that first, the patient developed swelling and loss of function in her left leg with severe pain when straining. After this, she was hospitalized with a recurrent intra-prosthetic femoral shaft fracture. Screw fracture near the left knee were also noted. Revision was performed to remove both plates, followed by debridement and drainage. A proximal screw fracture was also found in the shorter ncb plate. A CT scan showed a new fracture in the middle third of the femur. Proximal screw fracture on the second ncb plate and a complex fracture with separation of the distal femur were seen. The hip prosthesis was stable, but its stem tip now touched the lateral plate. X-rays taken later, confirmed stable positioning of the long plate, hip and knee prostheses, with no signs of loosening, material or periprosthetic fracture. Abundant callus formation in the area of the fracture of the middle femoral shaft with a circumscribed fracture gap that is still visible. Reduced bone mineralization with known osteoporosis. The patient's surgical history has also been provided with the legal documentation and corresponds with the complaint description. Based on the received legal documentation and medical records contained within, the reported event can be confirmed. Based on the investigation it could be assumed that possible contributing factors to the reported event might be multifactorial but remain unknown based on the available information. Therefore, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D4. The total quantity of screws used has not been reported at this time, additional reports will be submitted accordingly upon the receipt of more specific information. D10. Unknown screw item# unknown lot# unknown. Unknown ncb 14 hole plate item# unknown lot# unknown. Unknown ncb 18 hole platei item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient had an initial left total hip implanted, a revision approximately 4 years later, and second revision approximately 11 years after the first revision. Approximately, four months post-operative began to develop worsening varus deformity and was admitted to the hospital for a femoral fracture with a varus deformity. Then, underwent an orif using an ncb double plating system followed by an additional procedure ten days post-operative due a hematoma and questionable infection. Subsequently, began to experience pain and loss of function of the left leg and underwent a revision of the plating systems. During the revision, a new fracture was noted, screw fractures with the plating system no longer aligned to the bone. Both plates and screws were revised, and two new plates and screws were implanted. Due diligence is in process and no further information on the reported event has been provided.